Manufacturer narrative:
A medtronic representative went to the site to test the system. Replacement motion batteries were shipped to the site. After replacing the motion batteries, the medtronic representative performed an imaging system check-out, all areas passed. System performed as intended. No parts have been received by the manufacturer for evaluation.

Event description:
A site representative reported that when moving the image acquisition system (ias), it displayed a "critical battery, voltage" error message. There was no patient present when this issue was identified.